Event description:
It has been reported that the facility has had an alleged incident on a recliner chair. A pt was allegedly involved and it is unk whether there were any injuries, although the facility believes the person involved was using the ottoman as a step (or standing on the ottoman), and therefore misusing the product.